Event description:
A 3.5 x 8.5 anyone dental implant on #18 was found to have fractured on (B)(6) 2019 after having been successfully placed on (B)(6) 2018. Surgery was required to remove implant from my bone and gum to remove implant along with crown to prevent further complications and issues. Surgical removal of fractured implant required from bone and tissue on #18 after fracture was identified on (B)(6) 2019 nearly 18 months after having been successfully placed on (B)(6) 2018 to prevent future complications and issues. This was a 3.5 mm diameter anyone dental implant. Mfg. Megagen ((B)(4)) and integrated medical systems ((B)(4)). The prosthodontist dental provider who placed this implant is dr. (B)(6). FDA safety report ID # (B)(4).